Event description:
It was reported to philips that one of the monitors was blacked out. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. Customer reported that one of the monitors is blacked out and there was power being sent to the monitor, but nothing is showing on the display. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the. To date, there have been no further reports of this issue.